Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a farawave catheter was selected for use, however, it was difficult to handle the slider and there was an improper form of the catheter when deployed in the basket position. A wire was used during the deployment testing. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Guidewire inserted was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Subsequently, the device was deployed to basket and flower without difficulty. The event was not confirmed.

Event description:
It was reported that during preparation for a pulmonary vein isolation procedure, a farawave catheter was selected for use, however, it was difficult to handle the slider and there was an improper form of the catheter when deployed in the basket position. A wire was used during the deployment testing. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device has been returned for laboratory analysis.